Manufacturer narrative:
Prior to the reported event, the washer alarmed for an open unload door. Following the reported alarm, user facility personnel acknowledged the alarm, however the washer did not respond subsequently causing the door to remain open and water to flow out. Facility personnel turned off the facility's water supply and contacted steris. Procedure delays occurred due to the reported event as instruments present during the time were manually washed before sterilization. A steris technician arrived on-site to inspect the washer. During the inspection, the technician was unable to duplicate the reported event. However, the technician noticed that the proximity sensor was not properly aligned and the battery backed ram which provides power to the washer was operating intermittently. The technician repaired the washer and ran a test cycle and confirmed the unit to be operational. No additional issues have been reported. The reliance 444 single-chamber washer/disinfector was manufactured in 2009 and is not under steris contract agreement for maintenance.

Event description:
The user facility reported the reliance 444 washer was leaking water.